Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a broken force sensor was detected during seating or regular delivery error during basal after swimming. The customer¿s blood glucose was 119 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. We were unable to perform the displacement, sleep current measurement, active current measurement or self tests due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.